Event description:
Same cases as: 2134265-2015-03996 and 2134265-2015-03997. It was reported that automatic pullback failure occurred. An ilab ultrasound imaging system was used in conjunction with a coronary imaging catheter. However, the motordrive unit (mdu) stopped performing an automatic pullback and the imaging stopped. This occurred outside the patient. No patient complications were reported.

Manufacturer narrative:
Device evaluated by manufacturer: the device was received in good condition. Examination of the device revealed that the unit meet specifications for functional test. No error messages were observed during the test. In addition, the unit successfully passed image and pullback test. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
Same cases as: 2134265-2015-03996 and 2134265-2015-03997. It was reported that automatic pullback failure occurred. An ilab ultrasound imaging system was used in conjunction with a coronary imaging catheter. However, the motordrive unit (mdu) stopped performing an automatic pullback and the imaging stopped. This occurred outside the patient. No patient complications were reported.

Manufacturer narrative:
(B)(4).